Event description:
In 2007, the lay-user/patient contacted lifescan alleging that a one touch ultra meter had missing segments. The patient tests her blood glucose 12 times a day. She takes humalog insulin via an insulin pump. The patient takes sliding-scale doses of the humalog insulin based on her meter readings and what she has eaten. The patient indicated that the alleged issue started on the same day, at 3:00 pm (mst). At 3:56 pm, the patient took 2 units of humalog insulin based on what she ate. The patient guessed on how much insulin to take although she was unable to test her blood glucose. Around 5:00-5:30 pm (mst), the patient developed symptoms of feeling shaky, sweaty, and confused. The patient tested her blood glucose on her father's meter and got a result of "52 mg/dl." The patient administered self-care by drinking juice and felt better afterwards. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient alleged she developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate it/them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.